Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the quest valve on the arterial vent line disconnected which caused an approximate 500 millimeter (ml) blood loss. The surgical procedure was completed successfully. There was no delay and no adverse consequences to the patient.

Manufacturer narrative:
Additional information received from the user that at the time of the reported issue, the flow was around 3.5 liters per minute (l/min), and the pressure was at 60 mmhg positive pressure. Per supplier evaluation, there were no manufacturing or quality concerns identified during production of the lot.

Manufacturer narrative:
Updated block: d4, h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b1, b2, and b5.

Event description:
Per clinical review: the complaint involved a tubing pack that had a quest valve leak blood during cardiopulmonary bypass (cpb). The valve was changed out. There was approximately a 500 milliliter (ml) loss of blood. The surgery was successfully completed. The valve was not returned to the manufacturer for further investigation. The valve was in the aortic root vent line.